Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded that the coupler when used for anastomosis of veins and arteries in micro-surgical and/or vascular reconstructive procedures ¿sometimes don¿t close fully and need to revise the whole anastomosis.¿ surgical revision of the anastomosis during surgery is considered as part of the surgical procedure. A ring not closing fully would be detected and can result in the need to revise the anastomosis. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.